Event description:
On 08-nov-2019: follow up information was submitted because result of complaint investigation of the returned used device (1 tubing) showed that the click-legs had defects, it does not make the click, (the click-legs of tubing connector were deformed). Based on the result: device, method, result and conclusion codes were updated. Unomedical reference number (B)(4). Event occurred in the united states. The patient inserted the infusion set but the quick release was not completely connected and was not fully inside the patient's body the entire time. Over the next 48 hours, while the patient was travelling, detachment occurred at the quick release and the patient's blood glucose level reached above 400 mg/dl. After changing the site, it was treated with pump. The site location was buttocks and the pump was worn on the patient's back. The infusion had been in use for two days and the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient inserted the infusion set but the quick release was not completely connected and was not fully inside the patient's body the entire time. Over the next 48 hours, while the patient was travelling, detachment occurred at the quick release and the patient's blood glucose level reached above 400 mg/dl. After changing the site, it was treated with pump. The site location was buttocks and the pump was worn on the patient's back. The infusion had been in use for two days and the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.